Manufacturer narrative:
Analysis of the returned subject device did confirm the reported event. The monitor is unable to power on normally. The event is caused by a component failure on the power adapter connector where a part is missing. The most probable hypothesis is that an unintentional user error as a shock causes this component failure. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the smart monitor is unable to turn on (no damage visible).